Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data collected from the device was analyzed. Analysis revealed a power on reset. A critical ram parity error was logged on (B)(6) 2011. Por severity considered low. Device should be able to fully recover after reset.

Event description:
It was reported that the implantable pulse generator (ipg) was found to have had a power on reset (por). It was also reported that the patient had symptoms of shortness of breath (sob), and fatigue. The ipg was reset back to previously programmed parameters and remains in use. No further patient complications have been reported as a result of this event.